Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this issue were found. There are no non-conformances related to the reported issue for the reported lot. An incomplete kit was received inside a generic plastic bag that did not show signs of use. The sample consisted of one palindrome catheter, a guide wire, an introducer needle, a scalpel, a dilator 12 fr, a dilator 14 fr, a pull-apart sheath, a stylet, tunneling and a syringe. A visual inspection was performed and the pull-apart sheath was found to be distorted at the tip. The other components in the kit did not show any deficiencies. In order to confirm the reported condition, the sheath was locked without an issue. Based on the instruction for use (IFU) the customer is instructed to perform a visual inspection before using the device and not to use the catheter or components if they appear damaged or defective. The most probable root cause for this issue is customer perception. A formal corrective and preventative action (CAPA) was opened to address the distorted sheath. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per the product specification, visual process for packaging and insertion trays and the setting of components would identify this issue in the packaging process. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2015 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the valve lock of the peel away sheath in the palindrome kit does not lock well. Air is able to enter, and blood will leak out during catheter insertion. The patients current condition is stable. There was no medical intervention required.